Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the vitrectomy probe was difficult to remove from the trocar and was impossible to enter again while the probe was not twisted. The trocar was replaced and the procedure was completed. Patient impact is unknown.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened trocar cannula/hub assembly was received for evaluation the sample was visually inspected and was found to be conforming. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. A functional fit test was unable to be performed since the associate probe was not returned. A photo of the product was provided and has been reviewed by the manufacturing site. The photo shows the trocar cannula/hub assembly in a specimen container. The photo is not clear enough to make any product quality decisions regarding the trocar. No probe sample was received for evaluation; therefore, the condition of the product could not be verified. The returned trocar sample was found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. All trocar assemblies are 100% inspected for gauge size. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).